Manufacturer narrative:
The device was received by depuy synthes power tools.  The reported condition was not confirmed; no problems were found during evaluation. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was "frozen". The device was not being used during surgery. The occurrence date is unknown. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.